Manufacturer narrative:
(B)(4)

Event description:
It was reported by hcp that the pt had symptoms they thought might be overdose-related and which started a few days after the pump was refilled. Pt was reported to have nausea and hallucinations. It was unk what was in the pump so, they were going to do a removing system contents procedure to replace the drug.